Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed that the tip was cut, and its distal cut section did not return for analysis, and the imaging window was kinked. Furthermore, microscopic inspection revealed that the exit port was lifted.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that an imaging issue occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified proximal left anterior descending artery. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was noted that no image was created. The procedure was completed using another of the same device. There were no patient complications reported. However, returned device analysis revealed that the catheter tip was cut, and the exit port was lifted.

Event description:
Reportable based on device analysis completed on 04mar2024. It was reported that an imaging issue occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified proximal left anterior descending artery. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was noted that no image was created. The procedure was completed using another of the same device. There were no patient complications reported. However, returned device analysis revealed that the catheter tip was cut, and the exit port was lifted.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed that the tip was cut, and the imaging window was kinked. Furthermore, microscopic inspection revealed that the exit port was lifted.